Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 22 ga x 1 in single port safety mechanism / needle disengagement (removal) difficult bd nexiva 22g cannula, after the cannula was inserted and needle drawn back, the part that encapsulates the needle sharp could not be withdrawn from the rest of the cannula. Needle was fully withdrawn. It was not stuck on the skin, they lifted the angle up to withdraw needle but it was stuck to the nexiva. One clinician was able to force the needle mechanism off and said there was a "glue like substance" in there. No signs of excessive heat or warping/melting on the products. This has occured on 4 nexivas in taupo and samples will be sent to (B)(6) for collection. 3 were discarded but 1 was kept for sample collection. New nexiva had to be inserted.

Event description:
Bd nexiva 22g cannula, after the cannula was inserted and needle drawn back, the part that encapsulates the needle sharp could not be withdrawn from the rest of the cannula. Needle was fully withdrawn. It was not stuck on the skin, they lifted the angle up to withdraw needle but it was stuck to the nexiva. One clinician was able to force the needle mechanism off and said there was a "glue like substance" in there. No signs of excessive heat or warping/melting on the products. This has occured on 4 nexivas in taupo and samples will be sent to rachel judd for collection. 3 were discarded but 1 was kept for sample collection. New nexiva had to be inserted.

Manufacturer narrative:
Current control there is in-process functional test and outgoing inspection in place to check for retraction and incorrect assembly (premature decouple, decouple failure, tip shield failure, crimp check). As there is no abnormality during the production run and outgoing process and no samples were returned for investigation, root cause could not be determined. The complaint will be re-opened and re-investigated if sample is returned.